Manufacturer narrative:
Treatment tip was returned and evaluated. Tip passed flow and leak tests. Tip failed visual inspection for minor dents in the surface membrane. Unable to determine when and how dents happened. It is unlikely that dents can contribute to related complaint. Functional testing was not able to be performed due to no reps remaining on the tip. According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Evaluation of the data card found no issues with the system. Customer reported the treatment tip was inspected prior and during treatment and noting was noted. The treatment tip was returned for evaluation, no issues found relating to this event during evaluation. Based on the available information, burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment.

Manufacturer narrative:
Product has been requested but not yet received. System data logs were evaluated which revealed the handpiece and system performed as expected. A review of device history logs are in progress. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
A practitioner reported that post thermage treatment the patient developed burns and blisters immediately on the lower face. The patient was given an unknown topical anesthetic. The practitioner provided an epidermal growth factor to treat the burns and blisters. The patient currently is recovering with scabs. Available pictures were reviewed. The photo taken immediately after treatment had large blisters are visible on the patient''s right side of the face. The photo 2-3 days after treatment shows blisters are recovering with scabs and hyperpigmented area are visible. There were no system errors throughout the treatment. The highest energy level used was a 3. The treatment tip was inspected prior to use and inspected an unknown amount of times during the treatment.